Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the tip of the handpiece released the pieces of the cataract during a cataract with intraocular lens implant procedure. The pt experienced a corneal burn. The wound was sutured to seal the incision. The pt was treated with antibiotics. The surgeon expressed that the "deterioration of the cornea implies that the refractive outcome could not be those expected". Additional info has been requested.